Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 50 mg/dl. The customer ate food to stabilize bg level. Subsequently, the customer experienced a bg level of 467 mg/dl. The customer delivered a manual injection to stabilize bg level. The customer stated that the suspected cause for the high bg was due overcorrecting low bg. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.